Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The dame day as the event onset, the patient was hospitalized for the event. A day after the event onset, the patient was discharged from the hospital. Pd therapy was ongoing. The cause of the event and treatment were not reported. At the time of this report, the patient outcome was unknown. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.